Event description:
It was reported that, during the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low out of range shock impedance measurements. A commanded shock was performed in order to evaluate the system and the same measurements were displayed. It was clarified that the patient had a high body mass index (bmi) and it was suspected that the clinical condition of the patient was influencing the impedance measurements. It was decided to keep the system implanted and continue monitoring the patient. This system remains in service. No further adverse patient effects were reported.